Event description:
The user facility reported seeing smoke/flames coming from the steam generator. The user facility extinguished the fire and turned the unit off. No alarms were triggered and no evacuations occurred because of the reported event. No reports of injury, procedural delay or cancellation.

Manufacturer narrative:
A steris service technician inspected the generator and found that the control board had shorted internally. The technician stated that the steam generator is a high usage unit and that the generator is rarely turned off. The technician is in the process of replacing the control board and other components damaged as a result of the event. The generator is under steris service contract and last received preventive maintenance service on (B)(6) 2012 when the generator was operating properly.